Manufacturer narrative:
Investigation: customer returned (4) loose 3/10cc, 8mm syringes. Customer states that the stoppers are slanted. All returned syringes were examined and all exhibited a deformed stopper in the barrel. A review of the device history record was completed for batch# 8302891. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200787695] noted for dry barrels. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause for this defect was determined to be a dirty barrel present eye. Corrective action was to clean the barrel present eye.

Event description:
It was reported that the stopper in the bd insulin syringe with the bd ultra-fine¿ needle was "slanted" during use. The following information was provided by the initial reporter: "reported stopper in syinge are slanted not flat."

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8302891. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200787695] noted for dry barrels as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Event description:
It was reported that the stopper in the bd insulin syringe with the bd ultra-fine¿ needle was "slanted" during use. The following information was provided by the initial reporter: "reported stopper in syinge are slanted not flat."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stopper in the bd insulin syringe with the bd ultra-fine¿ needle was "slanted" during use. The following information was provided by the initial reporter: "reported stopper in syinge are slanted not flat."